Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad was stop working and display was frozen. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. Customer also stated that he insulin pump had pump error post-reset ram crc alarm, scroll bar was not moving with no input and no response from any button. Trouble shooting was performed for frozen display. Display did not returned after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine unresponsive keypad or frozen screen due to display anomaly.